Event description:
Patient reported right side "pain and issues with the implants" and "lumps in the right breast at 3 and 12 o'clock discomfort in both breasts." Physician later reported "internal surface: calcified" and "fibrocalcific pseudo capsules, with evidence of focal silicone leakage." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fibrocalcific pseudo capsules, with evidence of focal silicone leakage.